Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that replaced the damaged cable and the cover. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found an open from pin 9 of the db26 connector to pin 12 of the fischer connector. Analysis found that the reported event was related to a electrical issue. Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
February 02, 2019 (B)(4) (rep, for): medtronic received information regarding a navigation system. It was reported the communication cable between the carts was damaged. It noted the cover on the main cart was also damaged. This issue was noted by a manufacturer representative during servicing, and there was no patient involvement.